Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was stuck in her stomach. The customer's blood glucose level was unknown. The customer reported that when they inserted the needle it wont disengage. The customer reported that they contacted the healthcare professional. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.